Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at pre-discharge checked, this right ventricular (rv) lead was found to be dislodged. It was observed that the output was at 7.5 volts at 2 milliseconds. Lead dislodgement was further verified through x-ray. Additional observation of loss of capture was also reported. This rv lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.